Manufacturer narrative:
Unknown if sample is available for evaluation at time of this report.

Event description:
Per (B)(4) affiliate: when the catheter was placed, the patient was very active and moving a lot possibly causing the catheter to stretch and snap. No patient injury reported. Patient current condition is fine.